Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm reoccurred. The customer blood glucose level was 120 mg/dl at the time of incident. The customer was able to clear and rewind the alarm. The customer was able to performed self test and it passed. The customer stated that the battery was out and sensor was stopped working. The insulin pump will not be returned for analysis.